Event description:
A trilogy 200 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the complaint of the whole screen turns black, and the displayed contents are not able to be viewed was confirmed. The issue was caused by and lcd failure. The device's lcd was replaced to address the issue. In addition, the following parts were replaced to prevent failure: exhaust fan assembly, pollen and 43-micron filter.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the complaint of the whole screen turns black, and the displayed contents are not able to be viewed was confirmed. The issue was caused by and lcd failure. The device's lcd was replaced to address the issue. In addition, the following parts were replaced to prevent failure: exhaust fan assembly, pollen and 43-micron filter. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.